Event description:
Boston scientific received information: infection around implant site and breathlessness. Patient reports that he attended (B)(6) accident and emergency will soreness and breathlessness. He stayed in overnight. Corrective action: antibiotics. Dr. (B)(6). Event date: (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).